Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Event description:
New information reported stated that the patient's death was not device related. The patient had a small bowel obstruction.